Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the jaws would not open after ten minutes of use. It was unknown if the device was on tissue when it would not open. Another device of the same product code was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned. In addition the I blade was damage. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.